Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the assocated device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing use a known good g5 test device without duplicating the report. Visual inspection of the pads observed no damages, were not opened, and are not expired. The pads were scrapped after testing. The customer was sent a set of replacement pads. No trend is associated with reports of this type.